Event description:
A customer contacted baxter to report that the connection between the patient adapter and the titanium connector separated unexpectedly. This was found when the patient woke up. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector (loose in pouch) and no cap on patient connector in reference to connection issue. The set was functionally hand tightened a lab titanium adapter without difficulty and placed white cap on dark blue connector for pressure test underwater with no leak noted. The set was functionally tested underwater at 8 psi with clear-passage noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A root cause of the complaint could not be determined.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been received at baxter for evaluation. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.